Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -935/4.5/001 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed and refractive surprise. The lens was repositioned and this did not resolve the problem the lens rotated again to the same position. Retinal repair was also noted. The lens remains implanted. The status of the eye is "good condition; lens rotate." Cause reported as unknown.

Manufacturer narrative:
B5: corrected to: "the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -935/4.5/001 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Lens rotation was observed and refractive surprise. The lens was repositioned and this did not resolve the problem the lens rotated again to the same position. The lens remains implanted. The status of the eye is "good condition; lens rotate." Cause reported as unknown." In the initial MDR. H6 - health impact code 4625 - retinal repair should be removed from the initial MDR. Claim#: (B)(4).